Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead alert. An x-ray verified the lead had dislodged and pulled back into the atrium. An intervention was completed to reposition the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.